Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise reversions. The lead remained implanted; no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.